Event description:
It was reported that the atrial lead was explanted due to unspecified helix rotation issue. Patient condition was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.